Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer replaced the bdu pcb. The vent passed all testing.

Manufacturer narrative:
Npb was only authorized to flash the software. The vent passed all testing.